Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report on (B)(6) 2016, that while in an ear, nose and throat (ent) procedure on (B)(6) 2016, the site's navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.